Event description:
Product failure description: the unit was used during cardiac arrest and the readings were erratic, from the normal reading of etco2 to 99, then back to 40, jumping up, it hit zero (0). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).